Event description:
The pt had a scleral buckle sometime in 1994 (?). The pt presents with an infected and extruding scleral buckle in a blind, hypotensive eye (phthisis bulbi). The pt had removal of the eye (with scleral buckle) and insertion of hydroxyapetite implant.